Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the adhesive of the objective lens was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The user returned the device to sorc for repair because the 3d endoscopic image was not displayed. The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the phenomenon reported by the user was not reproduced. -due to the stretch of the angle wire, the angulation was insufficient. -the adhesive of the bending section rubber was chipped. -the watertightness was not maintained due to perforation of the bending section rubber due to external factors. -the remote switch 1 was damaged due to an external factor. -there was an abnormality in the 3d endoscopic image due to the misalignment of the imaging unit. -the control section, up / down plate, video connector, light guide connector, and video connector case were scratched by external factors. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by physical stress due to interference from endo-therapy accessories, etc., or by deterioration due to combined stress such as chemical attack by chemicals. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.